Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(6) 2015, rv pacing impedance measured 4047 ohms. On (B)(6) 2015, ventricular sensing integrity counts rose up to 1274; non-sustained ventricular tachycardia (nsvt) episodes and ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes with evidence of nonphysiologic oversensing occurred, leading to inappropriate shocks. An rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia (nst) episodes. Concomitant medical products: 1258t lead, implanted (B)(6) 2009; 507652 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient received nine inappropriate shocks due to incorrect detection of right ventricular (rv) lead sensing noise as ventricular fibrillation by the device. A high sensing integrity counter and high impedance were noted for the rv lead. A lead noise warning triggered. Rv lead fracture was suspected. The lead was reprogrammed, and later capped and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the right ventricular (rv) lead was explanted.